Manufacturer narrative:
(B)(4). Customer returned pump for an alleged critical pump error (open book image) alarm and was hospitalized for high bgs and dka found on (B)(6) 2022 (per ss event date) however, customer's note stated the customer alleged critical pump error (open book image) alarm and was hospitalized for high bgs and dka found on (B)(6) 2022.pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There were no fatal¿critical¿alarms, or three consecutive¿critical handling alarms found in the formatted history file.critical pump error (open book image) alarm was due to main lcd test failure (0x00000049) in the bootloader. Suspecting hw issue.pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs and dka. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was over 1064 mg/dl at time of hospitalization. Customer reported that they had a symptoms like vomiting, nausea and difficulty in breathing at time of hospitalization. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Customer also reported critical pump error with open book image. No further patient complication were reported. Device will be return for further analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event has been updated and provided with this report in section b3.